Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and loss of communication between pump and transmitter. The customer reported blood glucose value of 800 mg/dl. The customer reported hyperglycemia, hyperglycemia treated with ems/ambulance/ER visit, IV insulin drip (intravenous insulin infusion). The event involved product(s) mmt-342, mmt-7040ma, mmt-7841zn, mmt-431aj, mmt-1884l. Troubleshooting was performed and confirmed customer received the reported issue hyperglycemia and loss of communication between pump and transmitter. Customer was using the auto mode/smartguard feature at the time of the event. Customer has been using the insulin pump system within 48hrs of reported high bg event. Later customer declined to test pump. No further patient complications were reported. It was unknown whether continued using the device or not. No product return is required for mmt-342. No product return is required for mmt-7040ma. No product return is required for mmt-7841zn. No product return is required for mmt-431aj. No product return is required for mmt-1884l.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.